Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. A review of shock impedance trends showed a gradual increase in shock impedance measurements, suggestive of lead calcification. Technical services (ts) reviewed troubleshooting options including performing defibrillation threshold (dft) testing and resetting the alert condition. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic by the physician. The decision was made to program tachy therapy off, and avoid surgery or high energy test shocks. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. A review of shock impedance trends showed a gradual increase in shock impedance measurements, suggestive of lead calcification. Technical services (ts) reviewed troubleshooting options including performing defibrillation threshold (dft) testing and resetting the alert condition. This rv lead remains in service. No adverse patient effects were reported.